Event description:
A registered nurse reported her patient was experiencing inaccurate low results with their meter. The patient's blood glucose results were 31 compared to the lab's 100 mg/dl. Tests were done within 10 minutes with a difference of 58 mg/dl. Patient did not experience any adverse events. No further information has been reported.